Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a loose spot weld where the battery cell connects to pad p4 of the battery c/a board. The root cause for the loose spot weld could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery pack was unable to power on a monitor.